Event description:
Device malfunction: clip applier would not lock into the exchange sheath hub. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the clip applier would not lock into the exchange sheath hub. It was not reported how hemostasis was achieved. There were no reported adverse events pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4): the device was received. Investigation is not complete.